Event description:
Lap chole- "2nd occurrence of single handle-squeeze with multiple clips spitting out of clip applier. First occurrence was friday 2/12. Also, clips did not close completely around vessel and duct."